Manufacturer narrative:
Device eval: the suspect device will not be received for eval. Eval conclusions: a follow-up report will be submitted when the device eval has been completed.

Event description:
The rotator broke during an aortogram procedure. Inject settings: 10ml/sec, 30ml. No harm or injury was reported.